Event description:
It was reported ((B)(6)) the patient's lead showed all contacts were invalid during intraoperative testing for an ipg replacement surgery. The ipg was replaced due to normal end of life. The sjm rep reported prior to the ipg depleting, the patient was not receiving effective stimulation, and the stimulation was auto reducing. The physician closed the ipg pocket site and left the patient's current lead in place. The physician will discuss a possible lead revision with the patient.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.